Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The reported issue of a high drain alarm was confirmed during an event history log review. No abnormalities were identified during internal/external inspections of the hc. The device passed both rite (returned instrument test evaluation) electrical and rite functional testing. The pneumatic system of the hc was found to be working within specifications. A short simulated therapy was performed and the device passed successfully. The high drain alarm was confirmed in the event history log review, but it was unable to be duplicated during sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the high drain alarm was determined to be a use error further specified as the initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device after peritoneal dialysis (pd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred during the dwell cycle of therapy. The hp indicated that she restarted therapy using new supplies due to an inadvertent disconnect. However, when the hp started therapy over the hc did not perform the initial drain and proceeded to fill the hp with solution. A technical service representative initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new device arrives. The tsr also instructed the hp to call their registered nurse regarding the missed therapy. The hp reported feeling overfull, but there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.